Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned and upon initial observation found to have balding areas on textured anterior surface and moderate yellowing. The device weighed (B)(4) grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 2, left-side and left-side double capsule.